Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of an atrial flutter. Ts provided a review of two stored episodes noting two or three beats were oversensed and there was no inappropriate therapy. This device remains in service. No adverse patient effects were reported.